Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were in the hospital recently for a surgery and they were released from the hospital on (B)(6) 2026. The patient felt like the therapy wasn't working anymore ever since they were released from the hospital. The patient mentioned that they took a diuretic pill for a while after they were released from the hospital, noting that "everything was overworking" while they took the diuretic pill. The patient stopped taking the diuretic pill, but they still felt like they were going to the bathroom every 30-45 minutes all night most and most of the time during the day. The patient connected to the ins during the call and confirmed the therapy was turned on. The agent reviewed considerations for therapy optimization. The patient decided to increase the amplitude from 1.1 ma to 1.9 ma, but the stimulation felt too strong and it felt like they had a cramp in their right side. The patient decreased the amplitude to 1.7 ma and confirmed the stimulation felt better. The patient would maintain therapy settings and continue to monitor symptoms. The patient was advised to follow up with their healthcare provider (hcp) if symptoms persisted.